Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. After a 4.5fr non-bsc introducer sheath was placed by antegrade approach from the left femoral artery, vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the left knee. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter was advanced for dilatation using a guidezillapv guide extension catheter. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. Subsequently, dilatation was performed with another 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter, followed by a non-bsc balloon catheter and an nc coyote balloon catheter, and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed that the balloon has a pinhole at the markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. After a 4.5fr non-bsc introducer sheath was placed by antegrade approach from the left femoral artery, vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the left knee. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter was advanced for dilatation using a guidezillapv guide extension catheter. However, during the first inflation before reaching the nominal pressure, the balloon ruptured. Subsequently, dilatation was performed with another 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter, followed by a non-bsc balloon catheter and an nc coyote balloon catheter, and the procedure was completed. No patient complications nor injuries were reported.